Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent treatment at l4/l5 levels. Post-operatively, the patient began to experience recurrence of neurogenic claudication. Diagnostic image studies revealed displacement of the spacer from the interlaminary space. As a result, a revision surgery was performed for removal followed by lumbar decompression and implantation of a new spacer. The alleged spacer was removed by loosening the locking screws on one of the wing clamps and removed in two pieces and reportedly intact. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the left hook was separated from the spacer body. The left hook was threaded back into the spacer with no issues. Visual examination confirmed witness marks across the surface of the spacer. Root cause is undetermined. If information is provided in the future, a supplemental report will be issued.